Event description:
Per clinical follow-up report, it was reported that the pt experienced a left-sided cva in 2000. Pt was admitted to hosp four days later having sudden onset of vision loss. CT revealed acute left occipital lobe infarction. Pt's coumadin was increased. "Tee" performed in 2000 revealed the valve to be functioning normally with mild to moderate valvular aortic insufficiency. Pt's symptoms have improved and will be re-checked in 4 months. Physician does not request any follow-up on this event.